Event description:
During a diagnostic procedure, the shaft of this device ruptured. The device was removed and replaced. The pt is reported as fine and the device is being returned ofr co's analysis.